Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: a review of the pump histories did not indicate any errors, alarms, or warnings associated with the complaint. The pump powered on normally to the verify screen with no issues. The pump was exercised for 24 hours with no issues and no errors, alarms, or warning. A 10 unit audio bolus and a 10 unit normal bolus were programmed and were successfully completed and accurately recorded to the pump history. The keypad buttons were tested and there was no evidence of hypersensitivity. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, visual inspection revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was not recording boluses in the pump¿s histories. Reportedly, the patient¿s healthcare provider insisted that the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).